Manufacturer narrative:
On (B)(6) 2019 haemonetics was made aware of a nexsys pcs device in which the customer's technician observed an interconnect pcb with a burning smell noted. The customer's technician evaluated the device and did not find any other damaged components, and has ordered a replacement component to be sent for resolution. Haemonetics has sent a replacement interconnect pcb to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident; however, haemonetics has previously submitted reports of thermal decomposition observed within a device. As a result, this incident is deemed reportable.

Event description:
On (B)(6) 2019, haemonetics was made aware of a nexsys pcs device which was observed to have a burning smell coming from the machine upon start up. This was reported to have occurred during the power on self test (post) protocol. The on-site technician evaluated the device and found that the burnt electronic smell was coming from the interconnect pcb, and contacted haemonetics to order a new component. There was no donor involved in the procedure at this time. No injuries were reported as a result of the burning smell observed.